Event description:
It was reported that the master tool manipulator (mtm) was drifting after releasing hands from the mtm grip. It was unknown whether the surgeon head was in the high-resolution stereo viewer (hrsv) at the time of the issue. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed the calibration of the master tool manipulators (mtm). The system was tested and verified as ready for use. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by tse. The following additional information was provided: video provided as attached indicating mtm drift when released from the surgeon grip, unable to determine if the surgeon head was in the viewer at the time of the issue.